Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 1.07 ng/ml was obtained. It is unclear if the erroneous result was reported out of the lab. A fresh sample was collected from the pt and tested for accu tni and the result was 0.03 ng/ml. The 2nd sample was re-tested for accu tni and the repeated result was 0.04 ng/ml. There was no report of injury, death, or change to pt treatment attributed to this event.

Manufacturer narrative:
The sample type was plasma. Pre-analytical sample handling and system info were not provided. A field service engineer (fse) was dispatched to the customer's lab: a) the fse inspected the instrument and observed an evidence of leaking substrate pump due to a spill in the system. However, system checks were in specifications, and there was no indication of the substrate leak. B) the fse cleaned and tightened valve and performed substrate decontamination. C) the fse performed a major preventive maintenance (pm) to the instrument. D) the fse conducted a diagnostic testing. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.